Event description:
User facility medwatch report# 1017811 received via FDA/cdrh reports "cable attached to the icp catheter broke. A call was placed to codman catheter sales rep for replacement (codman 82-6636). Icp catheter suddenly stopped functioning. It was found to be cracked approximately 2 inches from the connection site to the cable. Dr removed icp catheter and skull x-rays were obtained." Note: report received by jjpi with pt and event related info blocked out.